Event description:
Contact reports one bushing on the eagle plus plate was spinning and stripping during insertion. That plate was removed from the surgical site intra-operatively without issue. A bushing on a second eagle plus plate was also spinning and stripping. That plate was implanted with three of the four intended screws securing the device to the patient. The contact reports that as a result of the difficulty, surgery was extended by more than thirty minutes. See medwatch report no. 1526439-2012-00117 for the second eagle plus plate that was involved in this event.

Manufacturer narrative:
Contact reports the plate cannot be located and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions can be made at this time. However, the bushings are free floating components within the plate. Care must be taken to insert screws so that they thread into and do not damage the bottom rim on the bushing. An aggressive insertion technique could cause the screw thread to impact and cause damage to the bushing. Device cannot be located.

Manufacturer narrative:
Depuy spine has requested return of the plate for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.